Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was up 7 times the night before the call and wanted to know if the therapy was on/off. The patient also stated she was in the hospital for blood pressure and migraine and found out the therapy was off. The patient stated the hospital visit was not related to implant. When sync with the patient programmer it showed stimulation was off. The patient services asked patient to sync with patient programmer and setting was at program 4 at 1.9v and therapy was off, and patient turned therapy back on. No further complications were reported, and troubleshooting resolved the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information